Event description:
The dental implant fx7010swc was removed on (B)(6) 2018 due to failure to osseointegrate 1 month and 22 days after implantation. The patient has no significant medical history. The patient required bone augmentation (dfdba combo) for the surgery. The patient has recovered without complications.